Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the defect reported by the customer has been verified and remedied as per the device report. The complaint was confirmed."micro": preventive replacement of o-rings performed. Short circuit in the motor cable - motor cable replaced. Functional test performed. Hipot test completed. Electrical safety test completed. Functional test completed. Unit cleaned. Safety test checklist enclosed. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed however,electric short in the motor cable may be the root cause for reported failure. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado handpiece with hand controls was not turning due to jammed motor and hence it needs service. It was discovered post operatively. The procedure was completed by using a replacement device without any surgical delay or patient harm.